Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. The insulin pump had been tucked in the customer's waistband with the keypad facing the body. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had cracked reservoir tube lip, minor scratches on the lcd window, and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.